Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). A difficult transeptal puncture was completed, and the closure device was successfully deployed. Approximately three (3) minutes after the closure device was implanted, a small circumferential pericardial effusion was noted. Protamine was administered but the pericardial effusion continued to grow in size. A pericardial tap was performed but the pericardial effusion persisted. The patient remained hemodynamically stable, and a pericardial window was performed. The patient fully recovered and was discharged four (4) days post index procedure.